Manufacturer narrative:
B3: day of event is unknown device evaluation: one device was received. A visual inspection found a peeling dso seal and cracked battery compartment. No evidence was found during the review of the event history log. During the functional testing, the customer reported complaint was confirmed. The remote dose test failed. The pwa board was found to be the cause of the issue. The lemo connector was replaced as well as the pwa board. The dso seal and battery compartment were also replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the dose connector port was not working. Patient involvement is unknown.